Event description:
Boston scientific received info that this right ventricular (rv) lead dislodged. Technical services was contacted one day post implant procedure to discuss repositioning options. An invasive revision procedure was performed and the rv lead was successfully revised. To date, no add'l adverse pt effects were reported during this procedure. All available info indicates that the lead remains in service. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.